Event description:
The customer reported the suction function of the scope was defective. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged. This report is being submitted for the malfunction found during evaluation (clogged nozzle). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the nozzle was found to be clogged due to insufficient reprocessing. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: lint or fibers from cloth for wiping device during reprocessing were carried by fluids used for reprocessing and entered the air/water a/w channel. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Olympus will continue to monitor the field performance of this device.